Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a jelco® hypodermic needle-pro® needle remained inside a patient. The issue occurred immediately upon use of the device. It was noted that the needle detached from the safety cover. The needle was able to be removed by a nurse. No medical treatment was required and no permanent injury was reported.